Event description:
Additional information received reported that the patient was scheduled for a battery change.

Event description:
It was reported that the patient was unable to adjust stimulation. The display showed a "call your doctor" icon. A power-on-reset (por) condition was reported. It was noted that it was a warning message. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).